Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-a anchoring plate broke post-operatively. Approximately two years post-operatively, the patient began to feel extreme discomfort and unbearable pain when the plate was found to have fractured. A revision surgery was performed where a lumbar pedicle screw construct was added.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a roi-a anchoring plate broke post-operatively. Approximately two years post-operatively, the patient began to feel extreme discomfort and unbearable pain when the plate was found to have fractured. A revision surgery was performed where a lumbar pedicle screw construct was added.